Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a tcar procedure, the interventional wire could not cross the lesion due to high calcification. Additional information indicated that a dissection occurred at the bifurcation of ica/cca with the use of interventional wire (enroute 0.014" guidewire). A planned stent was used to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, the interventional wire could not cross the lesion due to high calcification. Additional information indicated that a dissection occurred at the bifurcation of ica/cca with the use of interventional wire (enroute 0.014" guidewire). A planned stent was used to cover the dissection. The procedure was completed successfully with no health consequences or impact to the patient.